Manufacturer narrative:
Section a3a: unknown. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient required a clamshell repair. The repair was completed on (B)(6) 2024 with no issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed through the onsite evaluation by an abbott technical services representative, and a clamshell repair was performed. A specific cause for the reported damage could not be conclusively determined through this evaluation. It was identified through the submitted equipment service report that the bend relief had separated from the metal connector of the driveline. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. The patient handbook instructs the user to call the hospital contact right away if the driveline is damaged (or might be damaged). Section 6 of the IFU, ¿patient care and management¿, and section 8, ¿equipment storage and care¿, provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. No further information was provided. The manufacturer is closing the file on this event.